Manufacturer narrative:
Additional information: it was later stated that this was not a product failure. One still image was provided for analysis. Device information and lot number 0010143667 matches details in the complaint file. No device can be seen in the image provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. It was reported that the stent failed to cross the lesion, an attempt was then made to use a non medtronic balloon but this also failed to cross the lesion. A second attempt was the made to use the resolute onyx. However it was noticed that the stent was not mounted on the delivery system. The stent was found on the floor. There was no adverse effect to the patient, the patient was successfully stented.